Event description:
The customer reported there were no audible alarms during extended self test (est) and upon power-up. There were no keyboard sounds or tones when the keys were depressed. Customer also noted the alarm silence button was off. The hosp biomed was able to duplicate the reported event. The mallinckrodt customer support engineer (cse) found the alarm operated intermittently. He replaced the audio alarm assembly, and the ventilator passed alarm tests and "est".